Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. The faradrive steerable sheath was functionally checked, flushed, and prepared before being inserted into the patient. During aspiration from the side port of the sheath, air ingress was noted. The physician believed this was due to the sheath valve. The sheath was replaced, and procedure was successfully. No patient complications were reported. The sheath was disposed of at the facility and is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. The faradrive steerable sheath was functionally checked, flushed, and prepared before being inserted into the patient. During aspiration from the side port of the sheath, air ingress was noted. The physician believed this was due to the sheath valve. The sheath was replaced, and procedure was successfully. No patient complications were reported. The sheath was disposed of at the facility and is not expected to be returned for analysis. It was further reported that a pressure bag was used was used for the irrigation of sheath. The bubbles were observed in the syringe and side port of the sheath. The guidewire was in the left atrium when farawave catheter was inserted. No other issue has been reported.